Event description:
Technician alleged that the foot right brake caster ratchets when the brakes are engaged. No pt impact.

Manufacturer narrative:
The technician replaced the foot right brake caster to resolve the issue.